Manufacturer narrative:
Other, other text: b5: event date correction from (B)(6) 2022 to (B)(6) 2022 upon review of spreadsheet notification attachment after complaint closure.

Manufacturer narrative:
Additional contact information: direct: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming, no disposable, pump won't run. It was reported air was observed. Per reporter residual volume was: 397.1 ml, rate 22.0 ml and 132.90 ml was given. No adverse patient effects were reported. No additional information is available at this time.